Event description:
Additional information received reported that the devices were prepared as indicated in the instructions for use (IFU). The balloon had a leak and did not inflate. There was no damage or evidence of tampering with the device's packaging. The device was not noticed to be damaged when opening the package. No preparation carried out before damage was seen. A guidewire was not used with the balloon during the test. The doctor did not shape the tip of the guidewire. The balloon and guidewire were washed/hydrated as indicated in the IFU. The balloon was deflated by pulling negative in the syringe. Contrast was observed leaking during the inflation attempt. There was no kink in the catheter during use. The device was replaced with a new medtronic device to complete the procedure. The cause of the puncture was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 product analysis: as found condition: the hyperglide balloon catheter was returned for analysis within a shipping box, an opened hyperglide balloon system outer carton (lot-b785803), within an opened hyperglide balloon system inner pouch (lot-b785803), alongside an opened x-pedion-10 hydrophilic guidewire inner pouch (lot-b785803), and within a plastic bag. Damage location details: the hyperglide balloon catheter was returned with the x-pedion guidewire stuck within the hyperglide device. The proximal segment of the guidewire was found to be bent at ~4.4cm from the proximal end; in addition, the guidewire was found to advanced through and out the distal tip of the hyperglide balloon catheter. The distal segment of the guidewire was found to be in good condition. The balloon was noticed to be used (inflated prior). No other anomalies were observed. Testing/analysis: during testing, after multiple attempts the hyperglide balloon catheter failed to be flushed. The guidewire could not be retracted from the catheter body, without causing further damage. The balloon catheter was cut in half, and the guidewire was found to have spots of solidified saline/solution coating the distal segment. The distal segment of the guidewire was still unable to be retracted out of the hyperglide balloon. No further testing was able to be performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿balloon rupture during set up¿ and ¿no/slow inflation during set up¿ were both unable to be confirmed; however, the events could not be ruled. The hyperglide balloon catheter was returned with the x-pedion guidewire stuck within the balloon catheter. During testing, the catheter failed to be flushed; in addition, the x-pedion guidewire was unable to be retracted out of the balloon catheter (guidewire stuck in catheter). A few possible cause for ¿balloon rupture during set up¿ are but not limited to, when a balloon is inflated after incurring mechanical damage, and/or over-inflation/over-pressurization; however, the root cause could not be determined. Regarding the no/slow inflation. No possible cause was able to be determined. The hyperglide was cut open and failed to retract the guidewire out of the catheter balloon segment. No testing was able to be performed. The balloon could not be inflated. The report mentions ¿contrast was observed leaking d uring the inflation attempt.¿ which may be confirmed, as the distal segment was found to have spots of solidified contrast when the balloon catheter was cut open. It is possible the balloon catheter body may be occluded. The devices were prepared as indicated in the instructions for use (IFU). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when carrying out the hyperglide balloon test, it was found that it was punctured, and therefore could not be used. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. Medical or surgical intervention was not needed to prevent a permanent impairment of a function, the event did not lead to or extend patient hospitalization, and there was no injury as a result of the event.